Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch had an open circuit, which confirmed the original complaint issue of the unit having no audible alarm . However, the underlying cause could not be determined.

Event description:
The dealer stated that the unit does not have an audible alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit does not have an audible alarm.